Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use, it was noted that the connection between pad and cable was exposed (not covered). The pad was not used.